Event description:
Customer stated that received blood glucose reading on suspect device, value was not available. Customer took normal insulin and was later rushed to the hosp. No further info was available.